Event description:
It was reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or support response to address issue.